Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "replace sensor" message with the freestyle libre 2 sensor. Customer was unable to obtain readings and subsequently experienced dizziness, chest tightness and loss of consciousness. The customer reported having contact with a healthcare provider, but refused to continue troubleshooting. It is unknown if customer received emergent treatment, and if so what that treatment was. There was no report of death or permanent injury associated with this event.